Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively when the right ventricular (rv) lead was viewed under fluoroscopy the lead appeared to be stretched and had a light spot in the middle of the lead. The lead remains in use. No patient complications have been reported as a result of this event.